Manufacturer narrative:
(B)(4).additional information received: received medical records from counsel and procedure was a ¿stapled internal hemorrhoidectomy¿ performed on a (B)(6) male with ¿long-standing history of iron-deficiency anemia and previous episodes of anorectal bleed.¿ specific product used is not mentioned but assumed to be a circular stapler. The surgeon encountered bleeding when the device was fired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
Received notice of litigation from counsel. Pleading states that patient underwent treatment by two doctors on november 4, 2014. Pleading further states that a "stapler and cartridges" were used during the care and treatment on that date. No specifics are provided regarding the surgical procedure performed, the type of stapling device utilized, the manner in which it was alleged to have malfunction or the injury sustained. Claims of medical malpractice and product liability are alleged.